Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. This complaint is being reported due to the broken pitch cable found during failure analysis investigations. This failure mode could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted colectomy procedure, broken wires were noticed on a cadiere forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.